Manufacturer narrative:
H10: this reported event and subsequent repairs were investigated through the service repair process. A review of the device history record was performed which confirmed that this device was involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. There were multiple proximate causes related to this event. The software issue was confirmed. The battery pack was confirmed failing to hold charge. The power cord was confirmed damaged, determined cut. The right and left iui's were found to be corroded. The front case was found to be broken due to customer damage. There was no reported patient injury. This device is used for therapeutic purposes.

Manufacturer narrative:
The observed damage and subsequent repairs were investigated through the service repair process. The proximate causes related to this observed issues are as follows: the software issue was confirmed. The battery pack was confirmed failing to hold charge. The power cord was confirmed damaged, determined cut. The right and left iui's were found to be corroded. The iui's must be replaced when signs of corrosion are observed. The front case was found to be broken due to customer damage. The root cause related to an alarm with error code(s) and preventive maintenance issues were not determined during preventive maintenance activities.

Event description:
It was reported that device brok (broken damaged).

Manufacturer narrative:
The observed damage and subsequent repairs were investigated through the service repair process. The proximate causes related to this observed issues are as follows: the software issue was confirmed. The battery pack was confirmed failing to hold charge. The power cord was confirmed damaged, determined cut. The right and left iui's were found to be corroded. The iui's must be replaced when signs of corrosion are observed. The front case was found to be broken due to customer damage. The root cause related to an alarm with error code(s) and preventive maintenance issues were not determined during preventive maintenance activities.

Event description:
It was reported that device broke (broken damaged).